Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05-dec-2021, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Additionally, the patient experienced ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jul-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot #6685047). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the patient developed ptosis in both of her breasts post implantation. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. - the patient had both of her breast prostheses removed on (B)(6) 2021 and they were replaced with mentor memorygel breast implant 400cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-jun-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received information about the date of explant. It was previously reported that the scheduled explantation date is (B)(6) 2021. New information states that the explantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2021, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).